Manufacturer narrative:
The lvad was returned to the manufacturer with the percutaneous lead cut 1 inch from the pump housing and the severed portion of the lead was not returned for evaluation. The inflow and outflow cannulae were also not returned. The pump assembly was examined and the rotor, bearings and bearing cups showed no evidence of wear or damage. A very small, white, tissue-like deposition was found pinched between the outlet bearing and one of the stator blades. The deposition was too small to have inhibited blood flow and was not in a position to interfere with the functionality of the rotor. The returned portion of the percutaneous lead was unremarkable. Each wire was tested for continuity and passed. A system controller was also returned and the log file clock being reset was confirmed during analysis. The review of the log file revealed that the clock reset suggested an interruption in power to the controller; however, the events and data, (such as the voltage, power, and flow), recorded in the file appeared typical. The manufacturer was unable to conclusively determine if the loss of power to the controller was intended or the result of a failed power exchange. The system controller functioned as intended during testing. A review of the device history records revealed the devices met all applicable specifications upon product release. Based on the information available no conclusion can be drawn as to the cause of the event and need for pump exchange. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that in (B) (6) 2009 during the patient's clinic visit, they had noted "clock reset" in the patient's log file. It was felt that the patient might have been letting his batteries run too low. X-rays were taken of the lead and the pump and a difference in lead orientation from (B) (6) 2009 and (B) (6) 2009 was found. It was also noted that there was an insulator difference. The internal wiring integrity was inconclusive at the time, and it was felt that with no alarms, they were probably intact. A couple of months later, the vad coordinator reported that the patient's condition worsened and he became unstable. The patient was taken to the or and the pump was exchanged. The hospital asked that the pump be evaluated for any faulty wiring and pump thrombus. It was also reported that the surgeon had cut the percutaneous lead pretty short; therefore, the lead was not available for return. The patient remains ongoing on the new lvad.